Event description:
Additional information received from the patient reported that the ins battery level displaying full screen and stopping charging after 5 minutes was due to the patient's error. It was stated that the unit is ok.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that for the last three nights prior to (B)(6) 2016, the patient's implantable neurostimulator (ins) battery level showed the full screen and stopped charging after just five minutes. The issue started in (B)(6) 2016. The ins battery icon would show full and the recharger would stop charging the ins. He normally charged for half an hour to 45 minutes every other night, but because it was stopping so soon, he thought it hadn't been working so he was charging every night. He checked his patient programmer and it showed 100 percent for the ins battery icon. The patient hadn't noticed any change in his therapy and he turned stimulation off every night when he went to bed. He turned stimulation back on in the morning and he could feel it start up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.